Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant due to a suspected infection at ipg site. The symptoms were redness and swelling. The physician felt that the patient was not a good candidate for the device. The patient was given oral antibiotics and is reportedly doing fine.